Event description:
Unexplained rashes on my hands and feet, joint pain, blurry vision, autoimmune related symptoms which could not be diagnosed my doctors. Hormone deficiency, low vitamin d blood levels, depression and anxiety. Was seen by numerous doctors and was put on hormones and vitamins d. A biopsy was done on my skin rash and came back as "inflammation". I could not get a definite diagnosis by a doctor regarding what exactly was the cause. Had my breast implants explanted in (B)(6) 2016. Right implant ruptured during removal. Unk if aspergillosis was present or not in the saline.